Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 500-570 mg/dl. The customer changed the cartridge, infusion tubing and site which resolved the occlusion; the bg level was lowered. As the customer was not currently receiving an occlusion, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.